Event description:
It was reported that the implanted intraocular lens was removed and replaced at 3 days post-operative due to the physician's observation of a hazy optic.

Manufacturer narrative:
One half of an iol was received and sent to an independent laboratory for analysis. Results are pending. A review of the batch records revealed no deviations, no additional reports of a similar nature were received for remaining lenses in this batch.